Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial extremity arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with wrong MFR#. The initial report should be voided as it was submitted in error. Please refer to 0001822565-2018-00995.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x-ray review. X-ray review states fractures of both forearm bones. Given the appearance of the fragments and lack of significant soft tissue swelling regionally, this is believed to be subacute or chronic in nature. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient experienced peri-prosthetic fracture between their right elbow arthroplasty and intramedullary nail, approximately 4 years post implantation, due to unknown reason. The patient is being scheduled for revision surgery. Attempts have been made and additional information on the reported event is unavailable.